Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced erosion, urinary/bowel problems, bleeding, recurrence and vaginal scarring. It was reported that the patient had another mesh implanted on (B)(6) 2007 in order to treat stress urinary incontinence. It was reported that the patient had an unspecified revision/removal surgery for stress urinary incontinence on (B)(6) 2008. An intra operative report revealed that the patient underwent implantation of an additional mesh on (B)(6) 2008 due to stress urinary incontinence. This appears to be the time a revision was done. It was reported that the patient experienced exposed mesh and underwent attempted midureteral sling revision and urethrolysis on (B)(6) 2012. No further information received at this time. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-33535 and medwatch 2210968-2013-33099. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number.